Event description:
Caller reported cartridge was not fitting properly on the pump, despite attempts to reload and follow instructions. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.